Event description:
Defective ratchet lock. (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The examination of the defective bone spreader has shown that the edge has broken off at the flap and the holding mechanism therefore does not work anymore. The exact reason for this problem cannot be established. The flap corresponds to the latest design, it is possible that the holding edge broke off of the flap and abruptly detached under too high a pressure during usage. The lot number has been provided, a review of the device history record is not available, once reviewed a supplemental MDR will be filed.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Additional narrative: the device history report states that the complaint is invalid. The manufacturing documents were reviewed and no complaint related issues were found.